Event description:
Patient reported a right side rupture. Healthcare professional later confirmed a right side rupture and also reported a capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture.

Event description:
Patient later reported, "I¿m so worried that the silicone has traveled within my bloodstream, because of the rupture". Healthcare professional, later also reported, "fractured shell". And "implant was removed via suction". Device has been explanted and replaced.